Manufacturer narrative:
Qn# (B)(4). The device involved was not received by the manufacturer for evaluation at the time of this report. However a variant model from the same device family was taken from current production for "verification of failure mode reported in the current manufacturing process". Eighty (80) samples were visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer somplaint states: "the end part of l tube, the straight connector should be linked with the white soft tube tightly (middle part of l tube), but it easy loosens from the white soft tube during the surgery". (Cont.) It was reported that no medical intervention was necessary. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned the swivel valves that belong to product 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The swivel valves were returned with the y connector, but the et tube was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned devices revealed that the bronchial valve was returned loose from the connection. The complaint is specifically talking about the tracheal valve coming loose from the connector that connects the valve to the y connector. The sample was reviewed with an r & d engineer. It was noticed that the connector end of the tube was stretched out and that the connector was bent to become more ovular in shape than circular. Functional inspection was performed on the returned sample to determine whether or not the tube could stay firmly attached to the connector. The connector and tracheal valve tube could be separated from each other more easily than it should have been. It could not be determined what caused the connector to bend into an ovular shape, but that and the stretched out tube appears to have allowed the connector to more easily disconnect from the tracheal tube. The reported complaint of "connector not fitting properly" was confirmed based upon the returned sample. The root cause for this complaint is undetermined at this time. The complaint will be updated if a root cause for this complaint issue is established at a later time. Teleflex will continue to monitor and trend on this issue.

Event description:
Customer complaint states: "the end part of l tube, the straight connector should be linked with the white soft tube tightly (middle part of l tube), but it easy loosens from the white soft tube during the surgery". (Cont.) It was reported that no medical intervention was necessary. Patient condition reported as fine.